Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed clogging the device air/water nozzle could not be identified and the root cause of the issue could not be determined, as there was no deformation of the device that might result in the retention of foreign material. It could not be confirmed that the facility device reprocessing was performed in accordance to the IFU. The event can be detected by following the instructions for use which state: ¿section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ ¿inspection of the endoscope¿ ¿8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. [Inspection of the objective lens cleaning function]. ¿inspection of the water feeding function¿. ¿1 keep the air/water valve¿s hole covered with your finger¿. ¿2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Reprocessing survey info: - the device was cleaned, disinfected, and sterilized before being sent to olympus. - it is unknown if there was a delay in the start of pre-cleaning. - it is unknown if the air/water nozzle was flushed with water and air. - it is unknown if there were any abnormalities in the accessories used for reprocessing. - it is unknown if the air/water nozzle was wiped/brushed with clean lint free cloths, brushes, or sponges. - it is unknown if the air/water nozzle was flushed with detergent solution. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and olympus found the nozzle was clogging due to foreign matter. The following additional findings were also observed: due to the clogged nozzle, water removal, water supply, and air supply volumes did not meet standard values; water tightness lost due to deformation of the up/down knob; part of the insertion tube is caught and pinched, causing deformity; connecting tube has a scratch and a dent; discoloration to the light guide lens , objective lens, light guide connector, switch box, video cable, and control unit; scratches on the plastic distal end cover, video cable protector section, video connector case, lock engagement lever, forceps elevator knob, right/left angulation control knob, image guide protector, switch button 1, scope cover, universal cord, grip, upward/downward angulation control knob; cracks on the objective lens and on the bending section cover adhesive; due to dirt on objective lens, there is a lack of image on the monitor; and due to wear of angle wire, the play of upward/downward angulation control knob and bending angle in up direction do not meet the standard values. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the nozzle was clogging due to foreign matter. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.